Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d14: the initial report was sent for "stent collapsed". Additional information was received from the physician that the site intended to report "aneurysm shrink" instead. The stent is in place and is fully patent. The aneurysm has become smaller/collapsed. That is what caused the confusion; the site thought that the stent had collapsed. But the aneurysm has become smaller. In the viedoc study database the adverse event "stent collapsed" was deleted and the adverse event "collapsed aneurysm sac" was added instead. This adverse event with the same onset date of february 25, 2025, is noted as still ongoing and is non-serious. It was assessed as disease-related by the site and no treatment was required. As there is no allegation against the viabahn device, this report is retracted.

Event description:
The following was reported to gore from the vsx 20-03 viedoc study database: on (B)(6) 2022, this 73-year-old male patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was implanted successfully for the treatment of a right popliteal artery aneurysm. The right limb site was accessed percutaneously. The viabahn device was noted as patent at the end of the procedure. On (B)(6) 2025, the patient was noted to have a stent collapse of the viabahn device in the right leg. It is unknown if the stent collapse led to hospitalization or a reintervention at this time. The event was noted as ongoing.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3, h6 codes b21, c21: further information was requested from the hospital, but the answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.